Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment and patient outcome for the peritonitis was not reported. Action taken with pd therapy was unknown. Additional information was requested but is not available.